Event description:
It was reported by the customer that the insulin pump was damaged near the reservoir lip and battery cap. Customer states there are two cracks near the reservoir lip and numerous cracks around the battery cap. Customer stated they could not recall any significant events that lead to the alarm or if the device was dropped. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 197 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with cracked case at display window corners. Device received with minor scratched lcd window, broken battery tube threads and stripped battery cap coin slot. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).